Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the setscrew of the pacemaker was stripped, and the lead was not put in place. The pacemaker was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of could not tighten the setscrew to fix the lead was confirmed. Analysis revealed the user of the torque wrench during the implant procedure stripped the setscrew inset. After the inset of the setscrew is stripped the wrench can no longer engage the setscrew to tighten or untighten it. Examination of the setscrew shows the user was inserting the wrench tip at various angles causing the wrench to strip the setscrew inset. The wrench has to be inserted vertically into the setscrew inset in order to tighten the setscrew correctly. This was a user related anomaly.